Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for lots 25149100, 25148865 and 25148562. The last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. With vasoshield. Harvester did a case and the endoscope lens would not go through the cannula. She had multiple people try. Opened a new kit and it was fine. The hospital did not report any patient effects.